Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: device interaction/functional. Visual inspection: the lcp-dhs plate is in a good condition. No significant traces of use are present only at the underside of the surface a scratch visible. Functional test: the function test at zuchwil customer quality was conducted with the returned dhs blade. According of the damaged shaft of the dhs blade it was not possible to slide the dhs plate over the dhs blade shaft. Therefore no additional investigation will be performed on this device, the damaged dhs blade will be evaluated in the other product investigations of this complaint. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the root cause of complained malfunction is by the damaged dhs blade which is a post-manufacturing caused use related handling fault at the dhs blade. Dimensional inspection was performed as below: the measured dimensions were found to be within the given specifications per the drawings reference. Summary: this investigation will be rated as unconfirmed, because the root cause was identified that the dhs blade is damaged which lead to the malfunction: dhs plate unable to assemble with dhs blade. According of the damaged shaft of the dhs blade it was not possible to slide the dhs plate over the dhs blade shaft. During the investigation of the dhs plate, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 02.224.224, lot: 5l93799 , manufacturing site: grenchen, release to warehouse date: sept. 04, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter phone number reported as: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 a femur fracture was treated with a dhs blade. After the blade was inserted normally and without any issues the cylinder of the lcp dhs plate could not be fitted over the blade. Upon the removal of the blade it was noted that there were two small enlargements at the end of the blade which inhibited the cylinder to slide over the blade. A new blade was inserted and a new plate could be placed without any issues. There was a surgical delay of 66 minutes but was completed successfully. This report is for one (1)135 deg lcp dhs plate-standard barrel 4 holes/92mm. This is report 2 of 2 for (B)(4).